Manufacturer narrative:
The investigation for the low pump flow has been completed. Impella cp was returned for evaluation. Upon visual inspection, no biomaterial or pump damage was observed on returned pump. Pump was connected to lab console and run for approximately 9 minutes at p-9 and low pump flow did not reproduce. Data logs were reviewed and logs showed low pump flows with suction alarms and some positioning alarms. No motor current spikes or ingestion signatures observed. Clinical details noted that immediately after pump was inserted and peel-away was removed, suction alarms were triggered even down to p-2. A new aic was used in attempt to resolve the issue without success. No obvious issues noted on fluoro or echo. Pump was repositioned multiple times without success in resolving low flows. It was noted that patient had a small lv but no kinks or supporting patient volume or condition info available. The cause of the low pump flow issue was not determined since no abnormalities found with return product and due to insufficient clinical info supporting small lv. E3 corrected to physician.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient implanted with an impella cp due to chest pain. First cp removed due to suspected clot ingestion and persistent suction alarms and a new cp inserted. Unfortunately, the new cp that was inserted had constant suction at all p levels that could not be resolved. The device was repositioned multiple times. No right heart failure. Appropriate volume. It was concluded that anatomy or possibly clot ingestion was causing the issue. Decision was made to remove the second cp and put in an intra-aortic balloon pump. Patient was stable during all troubleshooting.